Manufacturer narrative:
This report is submitted on august 10, 2018, (B)(4).

Event description:
Per the clinic, the patient developed a cellulitis infection resulting in the decision to remove the abutment on (B)(6) 2018. Revision surgery for abutment replacement is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
It is now reported that the patient was administered topical antibiotics (date not reported).

Manufacturer narrative:
This report is submitted on december 04, 2018.